Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in philips reference: 4108014. This complaint will be closed as duplicate. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was unable to startup normally. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.